Manufacturer narrative:
Patient information: patient identifier: (B)(6). There is no further patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: first sample (B)(6) 2019 sid (B)(6) = <0.01 / 0.022(normal range 0.01-0.03ng/ml) / second sample 30 minutes later same patient sid (B)(6) = 0.56 / 0.011ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of the tickets did not identify any other complaints for lot 25897un19 and no trends were found related to the complaint issue. Return testing was not completed as returns were not available. Historical performance of the architect troponin, lot 25897un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 25897un19 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 25897un19. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer's issue as additional testing on the patient's sample was negative indicating a possible sample integrity / handling issue. Based on the investigation no product deficiency was identified for the architect troponin reagent, lot 25897un19.